Event description:
It was reported that the patient presented to the hospital for a scheduled pulse generator implant procedure. During the procedure, the right ventricular (rv) lead had low pacing impedance measurements. Multiple attempts to obtain acceptable measurements were made but were unsuccessful. The physician decided to use a new rv lead. The rv lead was removed and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of low pacing lead impedance was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for procedural damage. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.